Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, manufacturing instructions, specifications, quality control, functional test and visual inspection of the returned device was conducted during the investigation. Instructions are in place to verify that the device is manufactured to specification. The device is manufactured to a validated process to ensure that the device meets the liquid leakage test requirements; no falling drops of fluid forming at the hub when subjected to greater than 45.5-46.5 psi / 300-320 kpa for 30 seconds. The used sheath was returned to assist in the investigation. The returned complaint device was liquid leak tested. The distal end of the sheath was occluded using hemostats, and the device showed to leak around the silicone disc. The disc placement was observed from the cap, and it did not appear to be seated flat into the cap of the valve. The valve was disassembled, and the silicone disc appeared to have a raised edge and some indentations on the edges. The disc was measured to ensure it was of the appropriate size. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, it is feasible to suggest that a high amount of pressure was applied to the device, during the procedure causing the valve to dislodge, thus leading to the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a leg case procedure on a patient of unknown age and gender, the valve of the sheath would not seal properly and sprayed blood. The physician did not change the device, kept using it and was able to complete the procedure with no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a leg case procedure on a patient of unknown age and gender, the valve of the sheath would not seal properly and sprayed blood. The physician did not change the device, kept using it and was able to complete the procedure with no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.